Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Device code relates to for the evaluation findings of clip mashed onto the bushing. Mfg. Site name - (B)(4). A visual examination of the returned complaint device noted that the clip assembly was deployed and jammed onto the bushing. The clip prongs were not locked into the capsule. A kink was noticed in the control wire near the center of the device. This failure is likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip was difficult to be advanced out of the over sheath and was unable to open. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the clip was assembly jammed onto the bushing; therefore, this is now an MDR reportable event.